Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed architect total b-hcg result for a patient with an anembryonic pregnancy. The initial and repeat results were <1.20 miu/ml (negative). The sample was repeated on another architect at a different laboratory and generated the same results. The sample was positive with abon and dialab rapid test kits.

Manufacturer narrative:
The complaint investigation for false negative results with the architect total hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review and inhouse testing of retained kits with the complaint lot number. Return testing was not completed as returns were not available. Trending review did not identify any trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total hcg reagents in the field was reviewed using field data suggested that the performance of the lot is acceptable. Inhouse testing determined that the specificity performance is not negatively impacted. A review of labeling concluded that the issue is sufficiently addressed. Based on our investigation no system issue or deficiency of the architect total hcg reagent lot 08042ui00 was identified.